Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of handle broken. Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation treatment esophageal channels varicose procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the device reached the target site, the handle could not be rotated and the bands failed to deploy. The procedure was completed with another speedband superview super 7device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One speedband superview super 7 was returned for analysis. The velcro strap and one section of the trip wire were returned. A visual examination of the device found that the trip wire was broken and only one section was returned separated from the handle assembly. The crimp was present on the trip wire. It was noted that the trip wire was kinked in several locations. The handle bracket and spool have been damaged by the trip wire. Due to the fact that the trip wire had been forced between the bracket and spool, the handle spring has been damaged, which caused the spring to damage the spool as the handle was forcefully rotated. A slight evidence showed that the trip wire was secured. This failure is likely due to the tripwire not tightened enough and this condition could have caused the tripwire to get caught between the spool and handle bracket, consequently causing the damages found on the device during the handle spool rotation and probably impacting the deployment process. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no other complaint exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation treatment esophageal channels varicose procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the device reached the target site, the handle could not be rotated and the bands failed to deploy. The procedure was completed with another speedband superview super 7device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.